Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. The patient condition was stable throughout the device interrogation.

Event description:
New information notes that the physician presumed this to be a transient episode and kept all sensitivity settings the same. The patient has not exhibited twos since.